Event description:
It was reported that the pump was in use on a pt comming off of bypass. In this situation the pt's heart was never able to be restarted after comming off of bypass, thus the iabp would not trigger properly. A second pump was tried and the same problem occurred. Although the available info indicates that the pt's poor cardiac status was at the root of this incident, the exchange of pumps warrants an MDR malfunction submission. The pt expired due to poor cardiac condition.